Event description:
Trinity revision of the hxlpe liner and head after approximately 1 year. The reason for the revision is unclear. It was originally stated that the liner had fractured, however, during the revision there were no issues identified with the liner.

Manufacturer narrative:
Per -3695 final report. Additional information, including device details, the reason for revision, x-rays, operative notes, patient details, an update on the patient post revision and return of the explanted devices was requested in order to progress with the investigation of this event, however, not all were provided and thus the scope of this investigation was limited. The explanted devices have not been returned for examination. The appropriate device details for the liner were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The device details of the associated head were not provided and thus the manufacturing records could not be identified or reviewed. Based on the available information, no further investigation can be conducted and the root cause of the reported event has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Initial report: additional information, including device details, the reason for revision, x-rays, operative notes, patient details, an update on the patient post revision and return of the explanted devices has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details for the liner have been provided and the relevant device manufacturing records will be identified and reviewed. Upon receipt of the device details of the head, these device manufacturing records will also be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the hxlpe liner and head after approximately 1 year.